Event description:
Plaintiff alleges that as a direct and proximate result of exposure to latex gloves, she has sufered severe and irreversible latex allergy, and incurred medical expenses in the past and will do so in the future. She further alleges that she suffered physical injuries, great loss and depreciation of her earnings and earning capacity and loss of enjoyment of life as a result of the latex allergy.